Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to pulmonary emboli and dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging "severe back pain, can't stand for long periods of time, at most 2-3 minutes then have to sit. Mentally, it is constantly in my mind that the ivc could rupture my inferior vena cava, and I could bleed out, on blood thinners, I have headaches, and shortness of breath. Device punctured the ivc and has perforated into the aorta." And "can't lift, can't walk far and walks hunched over, cannot do any strenuous physical activity, unable to stand for long, tough to go up steps. Lower back has horrible pain." Per a report from CT (computed tomography), "positive for caval perforation. Superior extent of filter is at the l1 vertebral body. Inferior extent l2-l3 disc space. A total of four prongs have perforated the ivc, series 2, image 72. Maximum distance prong perforated is 6.77 mm, series 2, image 72. Coronal images show 13.70-degree tilt superior/right to inferior/left, series 3, image 67. Sagittal images show 6.60-degree tilt superior/anterior to inferior/posterior, series 4, image 57. Diameter of ivc directly above filter measures 27.74 mm x 18.48 mm, series 2, image 56. One of the four prongs that perforates the inferior vena cava wall extends anteriorly into the anterior wall of the aorta, seen best on axial image 72 of series 2 and coronal image 67 of series 3."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. The investigation was reopened due to additional information provided. The following allegations have been investigated: organ/vena cava/aorta perforation, tilt, severe back pain, inability to stand for long periods, headaches, shortness of breath (sob), and limited physical activity. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported severe back pain, inability to stand for long periods, headaches, shortness of breath, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo for neither device lot, nor filter lot(s). Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.